Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: the investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Scratches were found on the following: the grip, the control unit, the right/left knob, the upward/downward angulation control knob , the free-engage knob, the forceps elevator, the switch box, the scope cover, the universal cord, the connecting tube, the protector of universal cord on suction connector side, the suction connector, the suction connector cover, the objective lens, the plastic distal end cover, the adhesive on bending section cover, and due to a scratch on the objective lens a flare occurred. Discoloration was found on the following: the control unit, the objective lens and the light guide lens. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a cloudy image. No reports of patient harm. During the evaluation the following reportable malfunction was found: nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.